Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor communication. The patient stated the ins turned off the other day and she cannot get the ins to turn back on. The caller stated the recharger was not communicating with the ins. The patient described seeing the poor communication screen on the patient programmer. The last recharger was a week ago. The patient said the ins was acting weird. The patient said the stimulation was turned up quite high. The patient said it felt like the stimulation was diminishing, and in certain positions the patient felt like she didn¿t have any stimulation. The patient said all of a sudden, the stimulation went off. The implant was not able to communicate with an external device. The patient reported her arm hurt suddenly. The patient mentioned the ins is always turned on. No further complications were reported.